Event description:
Approximately 20 months after percutaneous coronary intervention (pci) with two cypher stents, the pt's anti-platelet therapy was stopped for cataract surgery. Ten days later, the pt had a st elevation. An angiogram revealed thrombus within the implanted cypher stents.

Manufacturer narrative:
As reported by affiliate, this pt presented for elective treatment of two lesions. Percutaneous coronary intervention (pci) was first performed on a novo lesion in the proximal left anterior descending (lad) artery of 18mm in length in a 3.5mm vessel diameter. The (b2) lesion was also eccentric. Directing stenting was performed with a 3.0x18mm cypher stent at 14 atmospheres (atm). Post-dilation was conducted with the 3.0x20mm stent delivery system balloon at 14 atm. Intravascular ultrasound (ivus) was not conducted. The residual diameter stenosis measured 0%. Pci was performed next on a mid anterior descending (lad) artery of 18mm in length in a 3.5mm vessel diameter. The (b2) lesion was also eccentric. Direct stenting was performed with a 3.5x18mm cypher stent at 14 atm. The stents were overlapping. Timi iii flows were recorded pre and post-procedure. Pre-procedure medications included aspirin 200mg/day. Intra-procedure medications included heparin 10,000u/day, cilostazol 200mg/day, aspirin 200mg/day and ticlopidine hydrochloride. Post-procedure medications included cilostazol 200mg/day, aspirin 200mg/day and ticlopidine hydrochloride. Approximately 20 months later, all anti-platelet therapy was stopped due to cataract surgery. Approximately ten days later, st elevation was observed. Coronary angiography was conducted and thrombus was observed in the cypher stents. To treat the thrombus, aspiration and plain old balloon angioplasty (poba) was conducted with a 3.0 x unk length balloon (3.0/unkmm). Inflation pressure and time was unk. The physician commented that the possible cause of the thrombotic event was because anti-platelet medication was stopped because of cataract surgery and the stent was under-dilated. Anti-platelet resumed after these events. Please note that this product, is not distributed in the united states. However, it is similar to the us distributed. It is also not available for testing and evaluation. Add'l info received will be submitted within 30 days upon receipt. This in one of two products associated with this event that were reported under the following manufacturing numbers 9616099-2007-00971 and 9616099-2007-00972.